Manufacturer narrative:
One device was returned for repair with complaint that the pump fails occlusion testing at 5.59psi. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual/functional testing was performed. The cause is the downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump fails occlusion testing at 5.59psi. There was no patient involvement.